Event description:
The pt had been fine since implant, until the last month or two. Since then, the pt's blood pressure had been up and down and he was passing out. He passed out four times. Three of the times, his blood pressure was very low (99/67); in 2008, when he passed out, his blood pressure was high (167/113). The pt's wife was wondering if the deep brain stimulation system could be causing the problem. She stated his doctor didn't have an answer. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.